Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: subject was 63 years old at time of enrollment.

Event description:
Eminent clinical study. It was reported that in-stent restenosis occurred. Subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right mid-superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.4 mm and was classified as tasc ii a lesion. The lesion was predilated, treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2018 patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was noted to have in-stent stenosis. On (B)(6) 2020, the subject was hospitalized for further evaluation and treatment. The same day, the 90% lesion stenosis in the right mid-sfa was treated with percutaneous transluminal angioplasty using drug coated balloon with 5% residual stenosis. The subject was discharged this same day on aspirin and clopidogrel. It was further reported that the in-stent stenosis noted on (B)(6) 2020, was greater than 75% in the mid-sfa and greater than 50% in the distal sfa. On (B)(6) 2020, the 90% lesion stenosis was noted to be in the mid- and distal-sfa with a reference vessel diameter of 5.3 mm. The event was considered resolved.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: subject was (B)(6) at time of enrollment.

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. Subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right mid-superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.4 mm and was classified as tasc ii a lesion. The lesion was predilated, treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6)2018 patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was noted to have in-stent stenosis. On (B)(6) 2020, the subject was hospitalized for further evaluation and treatment. The same day, the 90% lesion stenosis in the right mid-sfa was treated with percutaneous transluminal angioplasty using drug coated balloon with 5% residual stenosis. The subject was discharged this same day on aspirin and clopidogrel.